Manufacturer narrative:
A review of the device history record traceable to the reported serial number, indicates that the product was processed and released according to the product¿s acceptance criteria. Review of the log file for the day of treatment, shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user skipped the gas change and the scanner test, performed the necessary energy check, eye tracker and fluence test without any issue. Log file shows multiple successfully performed treatments. The reported treatment could be identified in the log file. During preparation of treatment, for patient's left eye the warning message, indicated patient bed position, does not match with selected eye and patient bed position undefined. Check bed position and selected eye occurred. It is not possible, to see whether user corrected patient bed position or not in log file. The treatment for the left eye was performed successfully without interruption. The user has not performed an energy check before this patient. No technical problem can be identified, during log file review. No technical root cause could be identified, as the system was operating within specifications. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient resulted with a refractive surprise in the left eye post refractive procedure. A company representative noticed that the remaining corneal tissue in the thinnest location did not go along with the planning. There was an extra 35 to 40 microns ablated. Surgical intervention may be required.